Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated, and there was no output. Two different programmers, and two different wands were used, but interrogation was still unsuccessful. High out of range pacing impedance measurements were also observed, and an x-ray was performed on associated competitor lead to asses lead integrity. No fracture noted. This patient is pacemaker dependent, and is being monitored in the intensive care unit. Patient has an intrinsic rate of 37 beats per minute, and was not in safety core. Patient remarked that she heard a long tone followed by pain at the implant site. Boston scientific technical services (bsc ts) suggested that the device was in a fault. There were no adverse patient effects reported. Subsequently, additional information was received that this crt-d was explanted, and replaced with a competitor's product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted the device case to be normal. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depletes the battery more quickly than expected.